Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery jumped from 10% to 25% while not connected to a power source. The pump then shut off at 25% without any alerts or alarms. In addition, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received. In addition, the customer reported experiencing an elevated blood glucose (bg) level the day of the report of 295 (mg/dl). The customer stated the cause of the elevated bg level was unknown. A manual injection was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.

Manufacturer narrative:
(B)(4). The investigation has been completed. Based on the analysis, one of the alleged malfunctions was verified and a different issue was also identified.